Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and displayed a message that indicated a possible device malfunction had occurred. It was further reported that the ICD had lost its serial number and begun to emit beep tones.